Event description:
It has been reported to philips that the image disk was full, which would prevent imaging. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The clinical use information of the system was unknown. The philips remote service engineer (rse) communicated with the customer and confirmed that the image disk was full, which would prevent imaging. A review of the system log file confirmed the reported problem. Upon remote testing, the rse suspected the ippc failure and monitored the radar alerts. Later this issue reoccurred and fse replaced the ippc. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.